Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient reported that the new pump that was replaced was not helping her at all and the ptm was giving her severe side effects. The patient has had every adjustment imaginable. Per the patient the ptm doesn¿t help if the patient was sitting or lying down and if the patient is standing the patient gets flushed, really dizzy, unable to urinate, the left side of their torso goes numb and her skin is numb to the touch. The patient was in severe pain all the time. The patient has had an x-ray, MRI, and a dye study and the physician stated the pump was working and the catheter placement was good and the catheter was working. Per the patient 3 weeks after surgery she heard the physician say to another physician that maybe he put the catheter in the wrong spot. The patient told the doctor they heard him say that and the physician stated it was in the right place and the pump was working. The patient further stated that she was not getting any therapeutic relief and maybe was even worse than when the first pump came in. The patient¿s physician double the dose after the dye study and it still didn¿t work. The healthcare provider increased the ptm and the patient didn¿t use it because it makes the side effects worse. The patient was having a hard time walking and a hard time getting up in the morning because the patient was in so much pain. The patient wanted someone to speak to the physician because the physician was not listening to the patient. Additional information received reported that there had been no steps taken to resolve the pump not helping the pain. Per the patient the physician insists the pump was working and yet the patient gets zero pain relief. The patient stated that the ptm does not work properly either, the patient gets no reaction from it if sitting or lying down only standing, then the patient gets flushed and very dizzy, base of neck hurts, left torso gets numb (but doesn¿t relieve pain) and cannot urinate until it dissipates. The patient¿s last visit with the physician (the 8th visit telling the physician that it is ineffective) the physician now suggest putting different meds into the pump. The patient further stated that this was their second pump so the patient knew how the pump should work. The pump has been in for over 3 ½ months with no positive results. The physician¿s last order was to increase the dispensement of meds (already done) with no results. The patient was waiting to hear from their office for a trial of new meds. The patient was very discouraged. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient's pump and catheter were explanted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomaly. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy. {300 ul/day} the pump tested within specification for dispense accuracy. {24,000 ul/day}. The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Analysis of the catheter identified no significant anomaly. Tears were found in the seal near the guide ring of the sutureless connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-may-11. It was further reported that the patient believed the pump never worked due to doctor error. The patient reportedly asked the doctor to move the catheter, but he was unwilling. The doctor reportedly did a "pump-o-gram" and said the pump was working. The patient stated "he got tired of seeing me and eventually put some weird ass drug in to the port for me to try. Which I had severe side effects from." The weird drug was reportedly placed in the port in 2016. Additional information was received from the patient on (B)(6) 2017. The patient stated that the severe side effects consisted of ¿left side skin numbness, double vision, left leg collapsed, and dizziness.¿ the patient also stated that, ¿when things don¿t work out well for [the doctor], they no longer care about the patient.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.